Manufacturer narrative:
Device analysis: the device was not returned for analysis; therefore, an analysis of the actual complaint device is not possible. The device history record for this device was not reviewed as the lot number is unk. The root cause for the reported event is unk. A recent analysis of csi's post market clinical studies identified events that should have previously been reported to FDA. This is report # 23 of 48 events identified during this review. This report contains limited info regarding the intervention and root cause of the event, but this event is not considered unusual, unique or uncommon and does not involve a device which is the subject of a remedial action. (B)(4).

Event description:
It was reported via a clinical report form from the (B)(4) study that during an orbital atherectomy (oa) treatment procedure, a flow limiting dissection event occurred in the distal anterior tibial (at) artery post-atherectomy. The lesion being treated was 98% stenotic, moderately calcified, 30mm in length and was located in the at artery. Three patent run-off vessels were present prior to therapy. The lesion was treated with a 1.25mm solid crown oad which was spun for two runs at low speed (30sec each) and at medium speed for two runs (40sec each) for a total run time of 2min, 20sec. The residual stenosis was 30%. At this point, a flow-limiting dissection was noted in the distal at artery. A quick cross catheter was used for aspiration. Angioplasty was then performed with a 2.5x100mm savvy balloon for two inflations at 6atms each for a total inflation time of 1min, 45sec. The residual stenosis was 20%. No stents were placed during this procedure. The expectations for the case were met. No additional info is available regarding this event.